Manufacturer narrative:
Visual inspection of the returned product found the iol was rotated to the left and the rod passed iol as reported. Volume of used viscoelastic material appeared to be enough. There was no irregularity found on injector and iol, all met criteria. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to insert a (B)(4) 16.0 diopter preloaded injector, but upon handling the rod, the leading haptic rotated and was blocked. There was no health injury and the surgery was cancelled.